Event description:
It was reported that the patient experienced discomfort at the base of the penis with an inflatable penile prosthesis (ipp) . The physician identified a proximal defect at the base of the penis that is believed to be the a fracture of the outer layer of the implant. No further imaging was performed and no surgical procedure was performed. No further patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date of concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced discomfort at the base of the penis with an inflatable penile prosthesis (ipp) . The physician identified a proximal defect at the base of the penis that is believed to be the a fracture of the outer layer of the implant. No known revision has been performed to date, and no further details could be obtained despite good faith efforts. No further patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date of concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated h6 device codes. Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) was unable to confirm the reported proximal defect at the base of the penis that caused discomfort because the device was not returned to boston scientific. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. These allegations are included in the hazard analysis and are documented in the instructions for use. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the device operating differently than expected causing discomfort are included as an event resulting from the implant of the device. The review of the patient counseling information does include these reported allegations; therefore, the proximal defect at the base of the penis and discomfort are known inherent risks with the ipp that contributed to the reported event.